Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient was on vacation and indicated that their sensor failed on (B)(6) 2017 and did not have an extra sensor to change it out. On sunday night, the patient experienced a seizure and lost consciousness. The patient indicated that the paramedics were called to the hotel where she was staying and stated her blood sugar was extremely low. The patient further stated that if her sensor had not failed, she would've been notified at 60mg/dl that her blood sugar was falling and would not have had a seizure. No additional patient or event information is available.